Event description:
Customer reports that the tube-fixing-covering (linden luer lock nut) of the syringe overwinded at low pull, and loosens itself during the injection. Therefore, contamination of the environment with contrast. No person injured.

Manufacturer narrative:
Manufacturing investigation summary: root cause identified: no, defect could not be duplicated. Conclusions: device history record for final product was reviewed, and no discrepancies related to this defect were found. During the manufacturing of this part number, quality department performs a pressure test with 1300 psi according to the instruction number ii064185, and all the samples pass this test. This pressure applied at 1300 psi is greater than the pressure used, 75-1200 psi, by the customer. Pressure testing was applied to the sample provided by the customer, and it does not show the condition reported. Qa used the tubing provided by the customer and the luer lock nut did not shows any functional problem. Corrective actions: no corrective actions will be applied.